Event description:
It was reported that, during the set up for a dressing treatment, when opening one (1) melolin sterile 10x10cm ctn 100 it was confirmed that a cut-off piece of extra pad was trapped in the sealing part of the pouch. The treatment was resumed, using a s+n back-up device. Since incident occurred before treatment; patient was not yet involved.

Manufacturer narrative:
Internal complaint reference; case-(B)(4).

Manufacturer narrative:
H3,h6: the product was returned for evaluation. A visual inspection performed on the sample, confirms that there is a an extra potion of an additional dressing contained within the pouch, which has become trapped in the inner seal of the pouch. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. There have been no previous escalated actions for the part number and failure mode reported. Additionally, a review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The supplier investigation states that according to the device history record (DHR) for the listed batch, the production process was under control. Due to further analysis, the root cause was determined as a defect during the cross-wise slitting process, that was later missed by a box packing worker during visual checking due to the defect's size. Complaint history has confirmed that this event type is low occurrence/limited in scope. Post market surveillance will continue to monitor for breaches in expected occurrence rates and risk regions. The conclusion of this review confirms that no escalation is required. At this time, we have evidence to suspect that the product failed to meet the product specifications at the time of manufacture, however, based on this investigation, the need for corrective action is not indicated.